Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that during a surgery, when opening the package to place the implant, he realized that it was empty. Procedure was completed with other implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture. H6: evaluation codes. H10: additional narrative. One empty packaging was returned for investigation. Visual evaluation of the as returned product identified the outer packaging and inner vial received but no implant. Cannot verify that customer received packaging without implant. Implant was manufactured in carlsbad in may 2017. The coob could not be verified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing patient factors, x-ray, tooth locations are not relevant to the reported event. The customer did not provide any pictures. Review of appropriate documentation: documents reviewed: 4869 rev. 9 -10/19; product packaging; (pages 2-3.) DHR review: DHR review was completed for the subject lot number (63672163). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Upon review of the DHR, packaging images have been attached to further verify the conformance of the packaging for the reported device. Complaint history review: complaint history review was performed for the reported lot number (63672163) for similar events and no other complaint was identified. Review completed utilizing keywords: 'incorrect component quantity.' Post market trending review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event (incorrect component quantity) or product (tsvwb10). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, the packaging malfunction could not be verified, and the reported event was non-verifiable. The circumstances of the device delivery could not be recreated. Additionally, the alleged coob could not be verified.

Event description:
No further event information is available at the time of this report.